Event description:
Flast sterilizer used for equipment to obtain mammary vessels. Temp tracing ok. Equipment used on pt. Next biologic test not effective. Are pts identified that were susceptible. One pt came down with sternal infection and is being treated.